Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('visible pieces of the essure') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, pelvic adhesions, paratubal cyst and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), pelvic pain ("pelvic pain") and pelvic adhesions ("adhesive disease"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pain in extremity, pelvic pain and pelvic adhesions outcome was unknown. The reporter considered device breakage, pain in extremity, pelvic adhesions and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: (1) the specimen was received in a specimen container labeled with the patient's name and "bilateral essure coils.· the specimen consists two coils, each measuring 10.5 cm in length x 0.1 cm in diameter and a small fragment of soft tissue that measures 1.1 x 0.7 x 0.3 cm. The specimen is for gross examination only. No cassettes are submitted for microscopic exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('visible pieces of the essure') in an elderly female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, pelvic adhesions, paranasal cyst and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), pelvic pain ("pelvic pain") and pelvic adhesions ("adhesive disease"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pain in extremity, pelvic pain and pelvic adhesions outcome was unknown. The reporter considered device breakage, pain in extremity, pelvic adhesions and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: mr received. Case becomes an incident. New event added: visible pieces of the essure, pelvic pain and adhesive disease. Reporters, lab data, concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.